Manufacturer narrative:
Additional information had been received as per the medical safety review comments, which was not included in the initial report. The information had been provided in b5 (updated summary), h6 (health effect clinical code/hecc), and (health effect impact code/heic) as mentioned below with this follow up report. Replaced heic code 4614 with 2199 for hecc codes 2553, 2359, 1849, 1994, 4521, 1970, and 1816. Removed hecc code 2364 and its heic codes 4614 and 4644. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary as per medical review comments, the customer reported hyperglycemia and the other symptoms were treated with an insulin pump and an insulin pen. The customer did not experience diabetic ketoacidosis (dka). The emergency medical services were not dispatched, and the customer was not hospitalized.

Event description:
It was reported to medtronic minimed that the customer reported pump won't allow to give insulin with the bolus. The customer experienced hyperglycemia with blood glucose value of 575 mg/dl. The customer also reported diabetic ketoacidosis, confusion, feeling sick/unwell, tired/weak, extremity pain/cramps, out of breath and nauseated, hyperglycemia was treated with intravenous drip manual injection and pump by visiting emergency medical services. The event involved product(s) mmt-1884, mmt-342g, mmt-431ag, mmt-7040ma. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.